Event description:
After receiving the essure (B)(6) 2008 at the (B)(6), within 2 months I started having joint pain, heavy periods, severe headaches which lead me to be diagnosed with rheumatoid arthritis, ankylosing spondylitis, migraines, pmdd, high blood pressure, I started getting abscessed teeth and they started breaking. I ended up losing all my teeth. My stomach started swelling. I weighed (B)(6) the day I got the essure and within 3 months gained (B)(6) I now weight (B)(6), which I cannot lose even with the help of doctors and prescription medications for weight loss. I am now considered obese. I look 9 months pregnant from swelling and water retention all in my stomach; no other part of my body looks like this. I have also been diagnosed with depression from all of these problems. I break out in severe hives all over my body for no apparent reason. I was a healthy, happy (B)(6) before essure with no health problems. Now, even with the help of medications, headaches and cramps are still debilitating to the point I do not leave my house unless it is absolutely necessary.